Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient with hypercoagulable syndrome and a history of deep vein thrombosis and pulmonary embolism had a vena cava filter deployed. Follow up venacavagram demonstrated the filter at a significant angulation into the orifice of the accessory left low lying renal vein. Access was then gained into the right internal jugular vein (ijv) and a retrieval system was used to try and reposition the filter; however, the filter would not fully collapse into the sheath. Therefore, the filter was brought up to the ijv, a cutdown was performed, the filter was removed and the ijv was repaired. A new filter was placed in the appropriate position in the distal inferior vena cava (ivc) below the accessory renal vein. Follow up venacavagram showed good placement without any extravasation or injury to the ivc. The patient tolerated the procedure without any complications. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Therefore, based on the provided medical records, the investigation can be confirmed for filter tilt and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. The filter was reportedly unable to be repositioned and was retrieved. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. The filter was reportedly unable to be repositioned and was retrieved. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. A follow up venacavagram post deployment demonstrated the filter at a significant angulation into the orifice of the accessory left low lying renal vein. The retrieval system was used to try and reposition the filter; however, the filter would not fully collapse into the sheath. Therefore, the filter was brought up to the ijv, a cutdown was performed, the filter was removed and the ijv was repaired. Therefore, based on the provided medical records, the investigation can be confirmed for positioning problem, filter tilt and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.